Manufacturer narrative:
Reviewed the lot history file for d711018. The lot of (B)(4) units was manufactured on 12/20/2017. The records were complete for the work order and all inspections were performed and documented per procedure. There is a 100% packaging inspection in place which includes 8 different inspection points related to the feet on each unit. During this inspection it is verified that the o-rings are present. All units passed this inspection with no issues. There ia a 100% post-sterile inspection in place to look for this defect as well as a pre-shipment 100% visual inspection to ensure the o-rings are present when the product is shipped to the customer. The probable cause of this defect was that the o-ring sustained a minor stress during the assembly process which was not visible during inspections. There have been 2 prior investigations related to split o-rings. A 2008 investigation revealed, "this discrete failure of the o-ring is most likely related to damage caused during handling and placement of the o-ring". A 2016 investigation resulted in two key corrective actions related to stabilizer foot assembly. An additional receiving inspection requirement for the metal ball swivel to ensure it is burr free as the o-ring sits against it; and the use of finger cots when installing o-rings to diminish any potential damage. The incidence rate of this failure type, specifically after the device has been through the 100% inspections is very low but possible. This potential failure mode is already known to the assemblers. This is the (B)(4) complaint of a split o-ring since the 2008 investigation and the 2nd since the 2016 investigation.

Event description:
As described - "o-ring and foot fell off during use but were easily retrieved without patient harm". Chase medical was notified of this complaint on (B)(4) 2018 by customer, (B)(6). This incident occurred at (B)(6) hospital.